Event description:
Pt to operating room for open reduction internal fixation, syndesmotic repair, ankle arthroscopy; left--flex-thread nail 4.5 mmx130 mm partially broke inside fibula upon insertion. About 40-45 mm of rod was left inside. FDA safety report ID # (B)(4).